Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by replacing 10000 hours maintenance kit. The root casue of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).